Manufacturer narrative:
(B)(4). . No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. 1 x-ray picture was provided and reviewed by a radiologist: right hip arthroplasty components are anatomically aligned. There is no fracture or dislocation. There is suspected bone loss along the medial femoral implant in gruen zone 7 likely reflecting osteolysis. This could be better evaluated by comparison with earlier images. No implant loosening is identified. Bone quality is osteopenic. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hip revision approximately 22 years post implantation due to loosening and osteolysis. Attempts have been made and additional information on the reported event has not been received at this time.

Manufacturer narrative:
(B)(4). G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent hip revision post implantation due to unknown reasons. Attempts have been made and additional information on the reported event has not been received at this time.